Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve and dcs did not cause or contribute to the hypotension. Per the physician, the cause of the hypotension was "probably" due to the guidewire perforation.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure with the transcatheter aortic valve evfxplus-26, a pre-balloon aortic valvuloplasty (bav) was performed using a 21 millimeter (mm) non-compliant balloon, with no signs of complications observed after the balloon aortic valvuloplasty. The 26mm evolut valve was positioned and deployed. Blood pressure did not recover after opening the valve at 80%. The valve was released and cardiopulmonary resuscitation was initiated. The patient did not recover and was died during the procedure. Imaging was conducted to visualize the left coronary artery, which was found to be patent. The cause of death was unknown but a possible annular rupture was reported. Additional information was received that per the physician, the confirmed cause of death was wire perforation and the valve and delivery catheter system (dcs) could be excluded as contributing causes.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure with the transcatheter aortic valve evfxplus-26, a pre-balloon aortic valvuloplasty (bav) was performed using a 21 millimeter (mm) non-compliant balloon, with no signs of complications observed after the balloon aortic valvuloplasty. The 26mm evolut valve was positioned and deployed. Blood pressure did not recover after opening the valve at 80%. The valve was released and cardiopulmonary resuscitation was initiated. The patient did not recover and was died during the procedure. Imaging was conducted to visualize the left coronary artery, which was found to be patent. The cause of death was unknown but a possible annular rupture was reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that an annular rupture did not occur, and the guidewire perforation was the cause of death. It was unknown when the perforation occurred, and the perforation was located in the apex of the heart. The guidewire was not a medtronic device.